Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for the MFR to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
Distributor reports that: "the pack contained 11 neuro sponges. Causing a miscount after the surgery. Our customer did an x-ray to the patient to make sure that they have all the neuro sponges".